Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the down and ok buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A review of the device history record confirmed that the pump was performing within specifications at the time of release.

Event description:
The patient reported that the pump down arrow button has become intermittently unresponsive. She reported that the button still clicks as normal but requires multiple presses to respond. The patient reportedly wore the pump in a pouch on her belt and did not clean the pump.